Manufacturer narrative:
Damaged handpiece cable, corroded contact pins on the jet-mate handpiece. Flattened pinch tube restricting air/powder flow. No water flow due to a clogged water solenoid, debris buildup in the water filter.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
While using a g132 scaler, the unit has plenty of water flow but inserts are getting hot the service light keeps coming on; no injury resulted.